Manufacturer narrative:
Initial.

Event description:
It was reported that a user inadvertently selected the ¿fill tubing only¿ function while still connected to the infusion set and sought assistance to exit the screen. The agent instructed the user to disconnect from the infusion site, briefly press and hold the fill until drops were observed, and then reconnect, which resolved the issue. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for further assistance or medical care. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user interface use error with unintended activation of the fill function while connected, without evidence of device malfunction or component failure. It was concluded that the cause was use error related to device operation and user interface navigation.